Event description:
It was reported that a pericardial effusion (pe) and cardiac tamponade occurred. During a left atrial appendage closure (laa) procedure, a versacross connect laac was selected for use. The physician experienced visualization difficulty on transesophageal echocardiogram (tee) during transseptal puncture (tsp). The procedure continued and no complications immediately arose. A 24mm watchman flx pro closure device and delivery system (wda) was inserted, and was released and implanted in a single deployment, proceeded with groin closure. Approximately ten (10) minutes following groin closure, patient's blood pressure began to drop and a pe (circumferential, primarily posterior) was noted. A pericardiocentesis was performed, drawing 60cc of dark red blood, and a drain was left. The patient was stabilized and was transported to post-anesthesia care unit (pacu). The patient is expected to fully recover. In the physician opinion, it was assumed tsp stick was too posterior and difficult visualization of tsp access was also a factor.